Event description:
A malfunction alarm, specifically malfunction 12, was reported with a pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, but as the malfunction recurred, they decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Instructions on returning the faulty pump were provided, and the customer acknowledged the guidance.